Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 pocket cubies in row 3 failed. A field service engineer reinstalled rowboard to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failed. Customer stated that drawer 4.2 was fail to close and 4.2 d3 fail to release, it causing a delay in dispensing medication to patient care workflow. There was reported no patient harm. There were no adverse events or injuries reported based on this event.